Event description:
Home health nurse discovered a leaking elastomeric pump in pt delivery and denied any other issues with any of the other elastomeric pumps in the delivery. The elastomeric pump was not used by the patient and was discarded. The dose was replaced. No potential patient issue was identified. Therapy dates: (B)(6) 2022 - (B)(6) 2023.